Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported the patient presented with angina. The procedure was to treat a lesion in the proximal right coronary artery (rca). The 3.0x33 mm xience prime ll stent was deployed at 18 atmospheres; however, post stenting, an edge dissection was noted in the distal part of the stent. Another xience prime was used to treat the dissection and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.